Manufacturer narrative:
The gpio board for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The software on the imaging system was tested and was unresponsive. The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the imaging system tracker was not being seen by the navigation system camera. The imaging system was rebooted and the issue was resolved. The system functioned normally. There was minimal delay to the procedure of less than 1 hour and no impact on the patient outcome.